Manufacturer narrative:
Returned catheter analysis of the 8709sc catheter found a hole or tear in the catheter body caused by catheter connector pin. Returned catheter analysis of the 8596sc catheter found no significant anomalies (tear in seal near guide ring on the sc connector). (B)(4).

Event description:
Additional information received reported that the patient had a prior catheter revision surgery (B)(6) 2016 [see manufacturer report number 3004209178-2016-10859]. A CT of abdomen (B)(6) identified catheter disruption.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6)2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen and an unknown drug via an implantable device. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the catheter disconnected at back connector. The patient had multiple problems with system and opted for explanted. There was no rotor study performed. The reason for catheter removal was noted as break, tear, hole. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative and it was reported that the patient had experienced more spasticity than usual related to the event. Diagnostics had been complete, but the details were unknown by the reporter. The cause of the catheter disconnection was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.